Event description:
A tubing set "leaked at the filter and came apart at the filter housing." The patient was receiving a continuous infusion of cyclosporine via a double lumen hickman catheter. The reporter stated that the set was changed out. There was no report of a bleed back or air in the patient's IV access. There was no report of any adverse patient sequelae. Although requested, no additional information was available.